Event description:
Using 14 day freestyle libre 14 day flash glucose monitoring system, the adhesive left very bad chemical reaction on my skin. I call them for info, they just stone wall you. Told me to go to my dr. On (B)(6) 2019, I did just that. He prescribed a cream for the rash which I still have today, rash did not go away. Very bad rash blister. FDA safety report ID# (B)(4).